Event description:
It was reported during device implant, externalized conductors were observed via fluoroscopy. All electrical measurements were normal and the patient was in good medical condition. The lead was capped and replaced.